Manufacturer narrative:
Hamilton medical ag case number is cer: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: ventilator device switched itself consequently back into standby mode and later on into ambient mode. This occurrence was noticed during patient ventilation. Various alarms were observable both visually and through hearing. It started with te246005 (alarm monitor defect) and te 232035 (p filter sensor defect) and later with te285002(alarm lamps warning defect), te285001 (alarm lamps error defect), te233001(auto zero event monitor fail), te233004 (auto zero qaw fail), te233003(auto zero paw fail), te233006 (nebulizer valve error), te246005 (alarm monitor defect), te232035 (p filter sensor defect), tf446029 (ambient failure detected) and tf485001(ambient failure detected). The device log files were provided to hamilton. These malfunctions were reproducible. This event occurred during ventilation, but this was not further explained. There was no need for any medical intervention reported even that the event occurred during patient ventilation. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: · ventilator device switched itself consequently back into standby mode and later on into ambient mode. · this occurrence was noticed during patient ventilation. · various alarms were observable both visually and through hearing. It started with te246005 (alarmmonitordefect) and te 232035 (pfiltersensordefect) and later with te285002(alarmlampswarningdefect), te285001(alarmlampserrordefect), te233001(autozeropventmonitorfail), te233004(autozeroqawfail), te233003(autozeropawfail), te233006(nebulizervalveerror), te246005(alarmmonitordefect), te232035 (_pfiltersensordefect), tf446029(ambientfailuredetected) and tf485001(ambientfailuredetected). · the device log files were provided to hamilton. · these malfunctions were reproducible. · this event occurred during ventilation, but this was not further explained. · there was no need for any medical intervention reported even that the event occurred during patient ventilation. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.